Event description:
It was reported that low impedance was found on the right side lead system on contact 10 - 144 ohms. It was unknown if there were any contributing factors. Troubleshooting and actions taken were unknown. The doctor asked the manufacturer representative (rep) to meet with the patient on nov-26th for follow-up. The issue was not resolved. No patient symptoms were reported.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389-40 (lot: 0210205879); product type: 0200-lead; implant date (B)(6) 2015; explant date brand name activa; product ID 3389-40 (lot: 0210181523); product type: 0200-lead; implant date (B)(6) 2015; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a battery replacement earlier this year and post replacement impedances were normal. Today, low impedance was found on the right side lead system on contact 10 - 144 ohms. The patient currently has 9+10- bipolar, which the doctor believed could be an issue as they are in a bipolar setting. It was unknown if there were any contributing factors. Troubleshooting and actions taken were unknown. The doctor asked the manufacturer representative (rep) to meet with the patient on nov-26th for follow-up. The issue was not resolved. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 3708660 extension (serial number (B)(6)) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2015, product type extension, product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2015, product type extension product ID 3389-40, lot# 0210205879 serial# implanted: (B)(6) 2015, product type lead product ID 3389-40, lot# 0210181523, implanted: (B)(6) 2015, product type lead product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2015, product type extension ,product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2015, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the new extension lead resolved the issue of low impedances. This information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2015. Product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2015: product type extension product ID 3389-40 lot# 0210205879 implanted: (B)(6) 2015: product type lead product ID 3389-40 lot# 0210181523 implanted: (B)(6) 2015: product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2015: product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2015: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was booked for a revision/exploration of the cause of the low impedance on the right sided lead system on the 2024-dec-23. It was determined through testing that the extension lead was the issue. The old extension lead was extracted and a new extension lead was implanted. The patient was reprogrammed back to their original contacts and is stable.